Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the report of a driveline disconnected alarm; a specific cause for the reported event was unable to be conclusively determined through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed, as well as records in the manufacturing execution system) and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline disconnect alarm appeared on the monitor while the driveline was still connected. Log files sent for review did not display any driveline disconnect events/alarms. The log captured only routine events.